Manufacturer narrative:
(B)(4). (UDI) # 00365702127104 occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results with coaguchek xs meter serial number (B)(4). At 6:40 a.m. The meter result was 8.0 inr and at 7:20 a.m. The meter result was 4.0 inr. The patient's therapeutic range is 2.0-3.0 inr and tests 2-4 times per month.